Manufacturer narrative:
(B)(4). Batch # na. The analysis results found that the lx207 device was received with the handle coating damaged, otherwise with no apparent damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. While no conclusion could be reached as to what may have caused the condition of the coating, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a myocardial revascularization, cardiac surgery in the dissection of the mammary artery procedure, the device is misaligned and formed cross staples. The staples released from the artery and caused bleeding. The white handle on which the fingers are supported peeled off and it can pierce the doctor's glove. It was made a repair with prolene suture. There were no adverse consequences for the patient.